Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: etbf3616c166ej, s/n: unknown, use by date: unknown, upn # unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in the endovascular treatment of an unknown size abdominal aortic aneurysm on an unknown date. It was reported that a CT performed noted the aneurysm diameter had increased and a type iiia endoleak was present between the bifurcate and limb. Intervention was performed two days later, angiogram was performed and again the type iiia endoleak was confirmed. Two non-mdt stent grafts were implanted to overlap with etlw1610c156ej and the endoleak was resolved. As per the physician the cause of the event can not be determined. No additional clinical sequelae were provided and the patient is fine.